Event description:
Add brand name of "u by kotex."

Manufacturer narrative:
Investigation findings: the device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal, only the outer cover pulled out, leaving the remaining pledget inside of her. She indicated that the event occurred on three different occasions and manual removal was successful. There have been three attempted contacts to reach the consumer, but we have not been successful. It is unknown if the consumer had gone to the doctor. It is unknown if the consumer used click or sleek tampons. No further information is available at this time.